Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented a poor image quality and the entire image was displayed yellow. The event occurred during a therapeutic transurethral resection procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: imaging main unit has a damage / camera cable has a scratch (penetration), watertightness failure occurs in the camera cable, camera cable has a dent and is loose, deposit on the scope mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: imaging main unit has a damage / camera cable has a scratch (penetration), watertightness failure occurs in the camera cable and deposit on the scope mount: we surmised that the reported phenomenon ¿screen displays in yellow¿ occurred because the camera cable had a penetration scratch, compromising the tightness of the camera cable, allowing water to enter the device, causing the imaging main unit to malfunction, and preventing normal communication. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.